Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited noise, which was reproducible with pocket and isometric movements. No patient symptoms were reported. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(4).